Manufacturer narrative:
The device was not returned to olympus for evaluation. During troubleshooting with the user reported that the device's picture in picture (pip) is intermittent and comes up gray. It was reported that the device reboots the ultrasound image will come up in pip. It was reported that the cable was checked on another device and it was found to work fine. The reporter was asked to check the input on the keyboard, he was unfamiliar with this input and he was not in front of the equipment. The reporter stated that he is going to try to isolate the problem and if the issue continues he will send cv-190 in for repair. To date, the device has not been returned for evaluation. If the device is returned at a later date, a summary of the findings will be provided in a supplemental report. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device picture in picture (pip) is intermittent. The reporter stated that the picture comes up gray. There was no mention of any patient involvement or harm. Olympus is attempting to gather additional information related to this report.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that it was unexpectedly pressed, such as when a user put an object on the pip input switch key, or unintentionally pressed a custom switch to which the pip input switch function was assigned.